Event description:
It was reported when the new plus device was connected, power output was not constant. The handpiece would work, cutting, and charring, then abruptly quit producing any power. Due to performance, it was not used.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in fair condition. Poorly packaged in an improper shipping carton. The unit delivered rf energy correctly into fixed resistors. The unit could not connect to the ethernet using the rj45 connector to the ucb pcba. The u9 ethernet controller pc was not working. There was a low level signal from the u15 optocoupler to u28 in not below 0.6 volts on the rf amplifier, which may have caused probes not to be recognized. The impedance imbalance is the reason the unit would stop during use. The rf controller software version may not always measure the impedance of a split foil pt return pad accurately when energy is being delivered. The software was upgraded for the rf controller and has following changes: no longer flags e3 error is impedance drops below 15 ohm and evaluates last 500 ms of impedance readings to calculate the impedance, rather than the last 50 ms. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.